Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the btt (blunt tip trocar) short port ruptured when 20 cc of air was injected. The patient was an infected patient, so the product was discarded. A replacement unit was used to complete the procedure. There were no patient effects reported. The product was discarded.

Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation. A lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).